Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed a squeezed lead body and deformations of the inner and outer coil, which can be considered to be the root cause of the clinical observation. Based on the symptoms, it is reasonable to assume that these damages resulted from the surgery. In summary, a squeezed lead body and deformations of the inner and outer coils were observed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was nicked during a recent repositioning procedure for the patient's other lead. The physician felt it would be ok, so he left it as is. Overnight, the impedances dropped and the thresholds increased, so the physician elected to explant and replace this lead. To date, no adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of quality documents confirmed a regular device manufacturing.